Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient dislocated 5 years post total hip.

Manufacturer narrative:
An event regarding dislocation involving a ceramic head was reported. The event was not confirmed. Method & results: -device evaluation and results: no devices were available for analysis. -medical records received and evaluation: no patient medical records were available for review. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found no other events have been reported for the reported manufacturing lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient dislocated 5 years post total hip.